Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) was attempted with a proglide device after a drug coated balloon angioplasty procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A decrease in pulse occurred in the left groin. The physician suspected a dissection flap; access was obtained in the right common femoral artery (rcfa) and a balloon was placed for angioplasty. After placing the balloon, the patient's pulse returned to normal. Manual compression was used to achieve hemostasis in the lcfa and a proglide was used to close the access site in the rcfa. A clinically significant delay was reported. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.